Event description:
During an incident on 03/20/2000 involving a diabetic male pt in cardiac arrest, this defibrillator was attached and it charged but would not shock. Several attempts were made to shock, between cycles of CPR and with vfib on the screen, and the defibrillator charged but aborted the shocks. The pt was transferred to an ambulance, with CPR throughout, and asystole was noted in the ambulance. The pt ventilated readily but IV attempts were unsuccessful. There was no change in rhythm seen during transport and CPR was continued until ed staff took over pt care. The customer expressed concern expressed concern about y2k issues and this defibrillator.